Event description:
It was reported that 6 devices produced scissoring clips during lap chole procedures. No patient consequences. All six devices were discarded. The hospital is returning the 10 sterile devices.